Event description:
An optometrist reported that three months following photo refractive keratectomy (prk), the patient presented with corneal haze in the left eye. The topical steroid drops were increased to treat the event. In a follow up, the optometrist reported that the event resolved with the treatment, eight weeks later . The patient was instructed to taper off the steroid drops in seven days, to finish the treatment. No further information is expected.

Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. No technical service was requested for the reported event. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).